Event description:
Ous MDR - an incorrect label was noted. The event date was not provided.

Manufacturer narrative:
Ous MDR - the analysis confirmed that an incorrect label was affixed to the programming head of the device. The root cause was found to be an operator error. No manufacture date was available.